Event description:
It was reported that the pulse generator was unable to be interrogated. Error messages were displayed and the device did not respond to a magnet. A wide qrs complex with a rate of approximately 62 pulses per minute (ppm) was observed though the programmed base rate was 70 ppm. This suggested that the device was at elective replacement indicator (eri). The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator to have multiple flipped bits in the product code, causing the interrogation and error message anomalies. The device was downloaded and normal function ensued.